Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material at the adhesive of bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. However, a definitive root cause cannot be determined. There was no known deviation from the instructions for use reprocessing steps. The event can be detected and prevented in accordance with the following the instructions for use (IFU). IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection; IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.